Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013. The patient has a sleeper fixture in situ.

Manufacturer narrative:
This report is filed july 26, 2013.